Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that after opening a harvest terumo platelet concentrate procedure pack, it was noticed that the expiry date on the label of a bottle of anti-coagulant (ac) was 02/2015. The pack's outer carton was labeled with an expiry date of 2016. The customer had two further packs with the same expiry dates on the ac and the carton in their inventory. The packs were not used. The disposable pack is not available for return because it was discarded by the customer. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable sets were unavailable for return for analysis. It is possible that the customer discarded the original outer packaging which contains the set expiry information. Root cause: a definitive root cause could not be determined. The disposable set was unavailable for return and root cause investigation. It is possible that the outer kit packaging was discarded, prior to use, which contained the correct kit expiry information, based on the shortest component expiration date.